Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6), 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to head injury which leads to pain at magnet site.there are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on june 15, 2023.